Event description:
It was reported that the patient had deceased due to an unknown cause. No additional information was reported.

Manufacturer narrative:
Correction: b5 for cardiac arrest and physician believing the death was related to the pacemaker missing in the statement.

Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests the death was device related. The cause of death was cardiac arrest. No additional information was reported.

Manufacturer narrative:
Correction: to h6 coding should have been arrhythmia coding instead of just death.